Event description:
On an unknown date the pt had a catheter inserted. On the (B)(6) 2013, the IV catheter line was infusing for 24 hours. Upon removal 4cm remained in the artery. The pt had to be transferred to another hospital for surgery to remove the 4cm piece of catheter.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle braking off.